Event description:
A report was received that the patient experienced a local infection at the midline incision. The physician prescribed antibiotics. The patient is reportedly doing well after the treatment.

Manufacturer narrative:
Patient's weight not available. Device remains in patient. A review of the manufacturing documentation of the paddle lead found that no anomalies or deviations potentially related to the event occured during manufacturing. A review of the sterilization records of the paddle lead found them to be satisfactory. This is a final report.